Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating the in-hospital emergency 120 vehicle responded to an emergency call. Upon arrival, the patient was unconscious, had fixed pupils at 5mm, no light reflex, and no vital signs. The on-duty nurse used a defibrillator, but it showed abnormal heart rhythms and could not monitor correctly. After restarting, it returned to normal. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an ECG lead trunk cable failure. The root cause of the cable failure could not be determined. The issue was resolved by replacing ECG lead trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating that device had abnormal heart rhythms and could not monitor correctly. Device was used on monitoring patient at the time of event, customer restarted the device, and it was able to use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.